Manufacturer narrative:
Alivedx has validated albasure qc kit product z481u for use by manual tube methods only. Each component has been designed for optimal performance by tube method. Alivedx does not have data to support the use of this product in cassette testing; cassettes can contain various potentiators and chemicals that may interfere with the raw materials used in the manufacture of albasure qc kit product z481u. As detailed in the instructions for use for albasure qc kit product z481u, the product is for use by manual technique with tube method listed under the test procedure. An end user reported using the product on the grifols test platform using grifols cassettes; mixed field reactions were observed. When testing the product with 3% reagent red cells by tube method, the expected reactions were recorded. Alivedx has validated albasure qc kit product z481u for use by manual tube methods only. Each component has been designed for optimal performance by tube method. Alivedx does not have data to support the use of this product in cassette testing; cassettes can contain various potentiators and chemicals that may interfere with the raw materials used in the manufacture of albasure qc kit product z481u. As detailed in the instructions for use for albasure qc kit product z481u, the product is for use by manual technique with tube method listed under the test procedure. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports mixed field reactivity with antibody blend component (anti-a, anti-b, anti-c, anti-d) of albasure® qc kit product z481u lot v272079 when knowingly used off-label routinely as qc material for antibody screening performed using the grifols gel system. IFU for albasure® qc kit product z481u stipulates that the qc kit is intended for manual blood grouping methods. Customer tested z481u antibody via tube method with 3% cells as per the IFU producing the expected 4+ reaction with no mixed field.